Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. Following the procedure, the patient developed a hemothorax. An x-ray was performed and the leads were confirmed to be properly in place. The hemothorax was drained. The patient was stable and will continue to be monitored.